Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connector port was damaged. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) output connector assembly was broken. It was also indicated that the main printed circuit board (pcb) was out of specification, the hanger assembly was cracked, the cases were contaminated, the main label was damaged, the main seal was contaminated, a case screw was contaminated, and a display wire insulation was pinched, but the wire was not exposed. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis was performed on the main board. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed atrial pulse noise test, 135.16 mv. Measured atrial pulse noise is within the requirements of the atrial pulse noise test (0-100 mv). Measured atrial pulse noise on the bench at 34.00 mv. Logs analyzed, 810, 820, and 722 errors found. Confirmed unit fails atrial pulse noise test, but atrial pulse noise level measured is within device specifications. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.